Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device on day 2 of wear using freestyle librelink. On (B)(6) 2022, the customer stated that they were "pass out" and were hospitalized. The customer was capable of self-treatment with insulin. There was no report of death or permanent injury associated with this event.